Event description:
It was reported the lower screen did not work. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display is out of electrical specification. Upper and lower case halves are broken and contaminated. Battery release, knobs, both bail covers, ring cover, battery drawer, and serial number label are contaminated. Lead flex cover is corroded. Battery contacts are compressed. The ring is bent. Keyboard window is scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.